Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the attachment of foreign matter and moisture at the electrical junction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Troubleshooting instructions were sent to the customer and the device is not expected to be returned for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that when using an evis exera iii xenon light source, it was showing a b30 error code with all 190 model scopes. The issue occurred during preparation for use. There was no patient harm associated with the event.